Manufacturer narrative:
Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator stopped delivering breaths, while it was connected to a patient. The patient was manually ventilated by the respiratory nurse until the ventilator was switched out. Two technical error codes were generated at the time of the event, indicating disabled valves and communication failure between monitoring and breathing subsystem. There was no patient harm. (B)(4).

Manufacturer narrative:
Our field service engineer (fse) could not reproduce the reported issue during on-site investigation/troubleshooting. The control printed-circuit (pc) board was exchanged according to the recommendations in the service manual. System software was reinstalled after the installation of the new control pc board and functional and safety tests performed were both completed successfully before the ventilator was returned to service. Our evaluation of the received device logs confirmed a single occurrence of the reported technical error codes and a stoppage of ventilation occurred on the date of event, while the unit was connected to a patient. The technical error codes indicated, "disabled valves" and a "communication failure between the control and monitoring pc boards". Laboratory testing did not reproduce the reported problem. Several pre-use checks tests were successfully completed. When ventilation testing was performed, the unit ran for 5 days without any deficiencies/failures having been noted. Stress tests were also conducted, where the control pcb was exposed to mechanical pressure and moderate cooling and warming, without provoking any failures/deviations. If the underlying defect appears during ongoing ventilation, ventilation will stop and the user will be notified to by a generated high priority alarm and the corresponding technical error code. If the failure appears during device start-up, a technical alarm will be generated, and ventilation cannot be started. Our conclusion in this matter is that the reported issue was confirmed in the received device logs but, could not be reproduced during the investigation. The cause for the reported failure has not been established from this investigation.

Event description:
(B)(4).